Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of snowy image was not confirmed, therefore a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the broncho videoscope, the image was snowy. The event occurred during inspection for use. There were no reports of patient involvement.